Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: aug 29, 2023. Sampling from: all channels. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. Sampling date: aug 29, 2023. Sampling from: distal end. Cfu: <1 cfu/endoscope. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: lens glue (1x) --- white clouded, charged coupled device cover lens glue --- white clouded, bending section rubber glue --- separated, protector --- shaved, connecting tube --- snakiness, suction cylinder --- scratched, mouthpiece --- deformed, biopsy channel wear and tear: replacement as preventive maintenance. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during routine microbiological testing of the subject device, the channels tested positive for greater than 80 colony forming units (cfus) of staphylococcus epidermidis coagulase negative. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.